Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low vacuum during cortex removal. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The company service representative recalibrated the sensors of the system. The system was then tested and met all product specifications. The system was manufactured on december 14, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to the system being out of calibration. The manufacturer internal reference number is: (B)(4).